Event description:
The device was returned to baxter for service. During service testing, the baxter technician reported an infusion pump with a defective user interface mechanism printed circuit board (uim pcb). According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 07 2007. Evaluation summary: evaluation of the device was completed by the baxter repair technician. Inspection of the device revealed the uim pcb was defective and needed to be replaced due to multiple failure codes 533, 702, and 703 found in the event history. The uim pcb was replaced and the device was tested by the repair technician. Review of the complaint history reveals similar reports have been received for this product for the reported issue. The failure codes 533, 702 and 703 are currently being investigated under CAPA.